Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are unknown cardiovascular access sheaths but the catalog and lot numbers are not available. Carlo, m. D., borelli, g., gistri, r., ciabatti, n., mazzoni, a., arena, m., & petronio, a. S. (2009). Effectiveness of the transradial approach to reduce bleedings in patients undergoing urgent coronary angioplasty with gpiib/iiia inhibitors for acute coronary syndromes. Catheterization and cardiovascular interventions, 74 (3), 408-415. Doi:10.1002/ccd.22008. As noted in the publication by de carlo et al, "effectiveness of the transradial approach to reduce bleedings in patients undergoing urgent coronary angioplasty with gpiib/iiia inhibitors for acute coronary syndromes," catheterization and cardiovascular interventions 74: 408¿415 (2009); report 3 cases of retroperitoneal hematoma in the femoral group after a transfemoral approach was performed with traditional technique using an 11-cm long 6f cordis sheath. The standard procedure for the study was for the sheath was removed as soon as possible after the procedure, when the activated clotting time was < 200 seconds. Manual compression was performed for at least fifteen minutes, followed by tight bandaging of the groin for six to ten hours. No closure devices were used. The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without the return of the device for analysis or images for review, the reported customer event ¿retroperitoneal hematoma¿ could not be confirmed. Hematoma is a well-known potential adverse event and can be resulting from invasive procedures. This complication may occur at any time during or after the procedure and users are trained and experienced in how to treat this common complication. Although a conclusive root cause may not be determined, hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Given the limited information available for review at this time, and without a lot number to conduct a DHR, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As noted in the publication by de carlo et al, "effectiveness of the transradial approach to reduce bleedings in patients undergoing urgent coronary angioplasty with gpiib/iiia inhibitors for acute coronary syndromes," catheterization and cardiovascular interventions 74: 408¿415 (2009); report three cases of retroperitoneal hematoma in the femoral group after a transfemoral approach (tfa) was performed with traditional technique using an 11-cm long 6f cordis sheath. The standard procedure for the tfa in this study was for the sheath to be removed as soon as possible after the procedure, when the activated clotting time was < 200 seconds. Manual compression was performed for at least fifteen minutes, followed by tight bandaging of the groin for six to ten hours. No closure devices were used.